Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they found history check failed alarm, flash error alarm, unexpected restart alarm and external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No a17, a21 or a54 alarm noted. No damage was found on the interface board noted. However, a47 alarms were found in the history file due to corrupted history file. The insulin pump had minor scratched display window.